Manufacturer narrative:
Device is a combination product. Device code #2923 relates to component code #515. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the circumflex artery. A synergy¿ drug eluting stent was advanced but failed to cross the lesion. Moreover, upon attempting to remove the device, the stent came off from the balloon. No patient complications were reported.